Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 107) has been confirmed. As received, the monitor was resetting and displayed a service code 107. The cause for the failure was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was displaying a service code 107 (multiple abnormal shutdowns).